Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation - evaluation. Reviews of instructions for use (IFU), and quality control data were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record could not be completed due to lack of lot information from the user facility. A review of complaint history could not be completed due to lack of lot information from the user facility. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: warnings "this device intended as a temporary means of establishing hemostasis in cases indicating conservative management of postpartum uterine bleeding." "Patients in whom this device is being used should be closely monitored for signs of worsening bleeding and/or disseminated intravascular coagulation (dic). In such cases, emergency intervention per hospital protocol should be followed." "Patient monitoring is an integral part of managing postpartum hemorrhage. Signs of deteriorated or non-improving condition should lead to a more aggressive treatment and management of patient uterine bleeding." Instructions for use "important: prior to transvaginal or transabdominal placement of the bakri postpartum balloon, the uterus should be free of all placental fragments, and the patient should be evaluated to ensure that there are no lacerations or trauma to the genital tract and that the source of the bleeding is not arterial." How supplied "upon removal from the package, inspect the product to ensure no damage has occurred." At this time, the likely contributing factors of this event include: patient risk factors for postpartum hemorrhage (c-section delivery, placenta accreta, and grand multiparity). The combination of all of these issues happening together most likely led to the continued bleeding despite uterine tamponade with the bakri, and bilateral iial (internal iliac artery ligation) to decrease blood flow to the uterine tissue requiring hysterectomy to achieve hemostasis. It was concluded that the cause of the event cannot be traced to the complaint device. The risk of adverse events in cases where no device malfunction was reported are a known risk. Per the quality engineering risk assessment, the risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There was no new patient or event information to report.

Manufacturer narrative:
PMA/510k #: k170622. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
In the journal article ¿which uterine sparing technique should be used for uterine atony during cesarean section?¿ the bakri balloon or the b-lynch suture? Published in the archives of gynecology and obstetrics (2016) 294:511-517 by kaya, gurlap, tuten, et. Al, and the original study article provided by dr. Kaya via email upon request for additional information ¿balloon tamponade for management of postpartum uterine hemorrhage¿ by kaya, tuten, dagler, et. Al published in the journal of perinatal medicine (2014), it is reported in a study of 45 women experiencing postpartum hemorrhage (pph) resistant to medical treatment the bakri "failed" in eleven women (remaining 10 cases reported in patient identifier (B)(6), patient identifier (B)(6), patient identifier (B)(6), patient identifier (B)(6), patient identifier (B)(6), patient identifier (B)(6), patient identifier (B)(6), patient identifier (B)(6), patient identifier (B)(6), and patient identifier (B)(6)). In the study (and additional information provided by dr. Kaya), bakri failure was defined as failure to stop bleeding within 15 minutes after " balloon inflation despite an adequate amount of saline infusion with occupation of the whole uterine capacity." Per dr. Kaya ¿I have never encountered any leakage or rupture of balloon with high inflation volumes more than 500 ml up to 1300 ml.¿ prior to bakri placement, all women in the study were treated medically with oxytocin [40 iu in 500ml of normal saline at the rate of 125ml/h (166mu/min) intravenously]. In the cases where uterine atony was unresponsive to the standard oxytocin regimen, uterine massage and bimanual massage; the patients were given ergometrine (intramuscularly 0.25-0.5mg), and misoprostol (0.8-1mg rectally). In this case, a gravida 5, parity 4 woman had a cesarean section delivery for placenta previa at 38 weeks gestation and experienced post-partum hemorrhage due to placenta accreta. Medical treatment as defined above failed and a bakri was placed and inflated to 410 ml. The bakri failed to stop bleeding and an internal iliac artery ligation was performed. The bleeding did not stop. A total abdominal hysterectomy (tah) performed to stop bleeding. The estimated volume of blood loss was 3500 ml. The patient was given 5 units of packed red blood cells (prbc) and 3 units of fresh frozen plasma (ffp).